Manufacturer narrative:
According to the field, the rv lead will not be available for return back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead began to exhibit an increase in pacing thresholds and a drop in r-wave measurements. Loss of capture at maximum output as well as low sensing and impedance values were also noted. An echocardiogram showed the rv lead had perforated the patient. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.